Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was done and the insulin exited. However the high-pressure test was not completed due to the lack of a clamp. Instructed the customer to monitor their bgs; explained the two high bg rule; and requested a call back to perform the high pressure test when the clamp arrives. A day later, the customer called back to perform more testing. The high pressure test passed. The customer mentioned that their bgs are high again. Advised the customer to change the site.